Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and power sources. The customer confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was 190 (mg/dl). It was confirmed that the customer had alternate insulin therapy available.